Event description:
Citation: simon et al. Multicenter registry of liquid embolic treatment of cerebral aneurysms. World surgery. In press http://dx.doi.org/10.1016/j.wneu.2013.03.070. Medtronic (covidien) received information through literature review and the following event(s) were captured as a result of the review: an intraoperative rupture occurred in a patient with a basilar apex aneurysm that had recanalized after previous treatment with stent assisted coiling. A hyperglide and a hyperform balloon were used to occlude the neck of the aneurysm and a rebar 14 was used to access the aneurysm. There was contrast extravasation during the seal test and the aneurysm was embolized quickly. Postoperative imaging revealed subarachnoid hemorrhage as well as thalamic and brainstem infarcts ostensibly from the prolonged balloon inflation. The family withdrew care. Information received from the same article as MDR# 2029214-2015-00308 and MDR# 2029214-2015-00305.

Manufacturer narrative:
Article website:http://dx.doi.org/10.1016/j.wneu.2013.03.070. The lot history record review was not possible since the lot number were not reported. The device was not return for analysis. The other device used in the procedure was a hyperform balloon. Per review of the article, there was no evidence of device malfunctions with either of the balloon catheters. Per the author¿s description, postoperative imaging revealed subarachnoid hemorrhage as well as thalamic and brainstem infarcts ostensibly from the prolonged balloon inflation. The family withdrew care. (B)(4).